Event description:
Technician alleged that the bed had a high ground resistance. No pt impact.

Manufacturer narrative:
The tech found a loose ground screw on the base frame. The technician tightened all ground screws to resolve the issue.